Event description:
It was reported that (3) lcsc5 were used during an unknown procedure. It was reported by the affiliate that the device would not close and a steady tone with h2tuv. Opened another device to complete the case. There was no consequence to pt.